Event description:
Customer received a result of 175 mg/dl on the advantage system while a comparison lab returned as 77 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).